Event description:
Information was received indicating that a smiths medical device had a cracked enclosure and was leaking underneath the drain fitting. There were no reported adverse events.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems. The complaint was verified as device arrived with a cracked enclosure and tank cover. Wear and tear damaged to front cover and line cord. Outdated pcb and power switch. During testing after filling tank with water the complaint was verified along with visual. Unable to verify cause of event as device is used in emergent situations where care givers are in a ruckus of resuscitation ,with device most likely not in careful care. The enclosure was replaced, along with tank cover, front cover, and line cord. Also upgraded the pcb, power switch, and retainer under CAPA#2012-05-002. Device tested and past pm testing and ready for service b 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10

Event description:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 .